Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported on 18-oct-2024, that the patient encountered infusion set cannula was bent which led to high blood glucose level. The insertion site was at abdomen. The infusion set was in use for 1 day. Later patient went to the hospital due to high blood glusoce level and ketoacidosis. Patient also felt unwell-nauseous. The trace ketones were tested positive for the patient with value 4.9. The insulin was administered via insulin pen in the hospital. The patient admitted for 2 days for the treatment. This event was occurred on 12-oct-2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated. The batch 6005512 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6005512 was manufactured according to the wi version 78, packaged in the machine multivac 12, on 16/feb/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4b00926 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 15/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 18/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005512 and other 4 complaint have been registered in database for the same lot and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required.